Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant this right atrial (ra) lead fixation helix did not extend or retract. The lead had dislodged during the implant. The lead was not used and will be returned. No adverse patient effects were reported. Despite efforts to obtain lead return information the lead was not returned.